Manufacturer narrative:
(B)(4). Baxter is continuing to investigate the reported event. When the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported a spectrum pump potentially backflowed when delivering medication to a patient. The customer reported an IV-pb-vancomycin bag was hung for infusion for an adult male at 1300 hours. The nurse returned at 2220 hours to hang the secondary medication, IV-pb-4000 cipro. The nurse reported that the IV-pb-vancomycin bag was half empty, and reported that the device may have backflowed or only half infused. Any patient injury or medical intervention is unknown.